Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s10911 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, b7, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2011. The patient underwent a ¿debridement of ischemic & necrotic subcutaneous fat from wound¿ on (B)(6) 2011. The patient underwent multiple ¿repair/revision of abdominal wall wound by debridement & silver nitrate¿ on the following dates, ¿ (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012¿. The patient also underwent ¿exploratory laparotomy, lysis of adhesions, explantation of mesh, bilateral posterior separation of components, transverse abdominis release, open retrorectus, repair of recurrent incisional hernia with mesh, placement of prevena incisional wound vac¿ on (B)(6) 2018 . As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain.¿ patient ¿was treated at a wound clinic for an open abdominal wound.¿ patient "endured multiple painful debridements & had a wound vac.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty standing for extended perioids of time, walking long distances, swimming, hiking & walking/playing with her dog.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has difficulty participating in family outings and activities due to pain and discomfort.¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient " is fearful [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [the patient¿s] anxiety and depression.¿ the form lists the conditions that were treated were ¿open repair incarcerated ventral hernias x 5 with mesh & bilateral myofascial advancement flaps; CT - postsurgical changes of the anterior abdomen; large ventral hernia with small bowl loops herniating through the fascial defect; herniated small bowel loops are dilated consistent with small bowel obstruction¿ with approximate date of treatment of (B)(6) 2011. The patient was also treated for ¿recurrent ventral hernia - open repair of 4 ventral hernias with mesh; prior hernia repair ( (B)(6) 2011) had torn from fascia on left lateral aspect, small bowel had herniated through that fascial defect upwards and into subcutaneous tissues; repair of recurrent ventral hernia with biologic mesh¿ on (B)(6) 2011. Patient was treated for ¿open abdominal wound at midline incision with postoperative fat necrosis; debrided the ischemic & necrotic subcutaneous fat from wound¿ on (B)(6) 2011. Patient was then treated for ¿drainage from wound; open wound at umbilicus with increased discharge & slight odor, increased redness toward left side¿ on or about (B)(6) 2011. Patient underwent ¿treatment of chronic subcutaneous fat necrosis in lower abdominal incision including multiple curette & debridements, xylocaine gel, & silver nitrate¿ between (B)(6) 2012 and (B)(6) 2012. Patient was treated for ¿reducible incisional hernia present¿ on or about (B)(6) 2015. Patient received treatment for ¿recurrent incisional hernia - large incisional hernia, small bowel loops matted & adherent to previously placed mesh, multiple interloop small bowel adhesions; retro-rectus hernia repair, lysis of adhesions, explantation of old mesh, bilateral posterior separation of components with placement of prevena incision vac¿ between (B)(6) 2018 and (B)(6) 2018. Patient received ¿CT ab/pel - postoperative changes in anterior abdominal wall from recent ventral hernia, associated seroma without evidence of abscess, few subcutaneous nodules within the anterior abdominal wall bilaterally¿ on or about (B)(6) 2018. Patient received treatment for ¿generalized pain, loses interest in doing things, anxiety, depression¿ from ¿does not recall¿ to present. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿c-qur mesh¿ on (B)(6) 2011. The form indicates that this device was revised on (B)(6) 2011 due to ¿debride the ischemic and necrotic subcutaneous fat from wound.¿ the device was revised again on multiple dates between (B)(6) 2012 and (B)(6) 2012 due to repair/revision of abdominal wall wound by debridement & silver nitrate.¿ the patient was implanted with a second non-abbvie device, ¿atrium prolite mesh,¿ on (B)(6) 2018. The form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.